Event description:
A surgeon reports an unexpected postop refraction following intraocular lens (iol) surgery. The association between this event and the iol is not known. Additional information has been requested.